Event description:
It was reported that the surgeon indicated that when he began to "fire" the instrument the handle cracked and made a loud noice and did not fire staples. He removed it, re-did the purse sting and tried a second device and it worked fine. The cause was completed with a like device with no pt consequence.